Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced skin irritation at sensor patch adhesion site. Patient's mother uses hydrocortisone cream treat irritation. Patient's mother sought medical intervention on (B)(6) 2014 and was advised to wash the site with soap and treat with neosporin. No further medical intervention was necessary. At the time of contact with dexcom technical support patient was in good condition.